Event description:
Country of complaint: (B)(6). Inner packaging is sealed to outer packaging.

Manufacturer narrative:
Mfg site eval: samples received: 1 open pouch (only second pack open). There are no previous complaints of this code/batch. There are no units in OEM stock. The sample received does not have the aluminum pack stuck to the film plastic; however, there are signs of the first pack being stuck to second pack. This is due to an accidental defect in the welding machine and this unit was not sorted out by the personnel involved in this process. This is an isolated incident and remainder of the batch is correct. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has initiated a corrective action in order to prevent further occurrence.